Manufacturer narrative:
The (B)(4) technical engineer verified the issue with the customer over the phone. No onsite support was requested and none was provided. The customer reported that they were experiencing paging delays and there was an incident. The (B)(4) technical engineer accessed the system and found this issue was due to a defect oai gateway delay in spectralink that we only have an iem workaround for. This was due to a spectralink defect with 2008 networking. The spectralink oai gateway was not replying in a timely manner when the iem server has 2008 os sw. (B)(4) was working exactly as designed, there was no (B)(4) malfunction. The workaround for spectralink was not configured yet on the (B)(4) operating system. The work around was not (B)(4) code, but an issue with microsoft network settings. There is no data to support a philips device malfunction. No further action or investigation is warranted.

Event description:
The customer reported that they were experiencing paging delays and there was an incident. This is being reported as a serious injury. The available information is not sufficient to rule out that use of this device was causal or contributory to the patient outcome.